Manufacturer narrative:
A field service engineer (fse) was dispatched to the site to perform planned maintenance and replaced the oil and filters from the vacuum pump, as well as the catalytic filter. A leak test was performed and load cycle run; both tests were completed successfully. The equipment was brought back into working order.

Event description:
A customer reported the smell of oil emitting from the sterrad nx sterilizer while running a cycle. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea) and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, catalytic converter and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.